Manufacturer narrative:
The download data showed that the pod generated an 0x18 empty reservoir alarm. No abnormalities were observed in the data, and the reservoir was confirmed to be empty upon inspection. The data does not contain any drive stalls, timeouts or pulse width increases that would indicate a failure to deliver insulin. Inspection of the patient history buffer data found that the automated glucose control algorithm was able to appropriately adapt to changes to estimated glucose values and user inputs, however the user operated in manual mode for the majority of run time. The investigation did not find any damages or deficiencies that would result in the device failing to deliver insulin.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include headache, frequent urination, thirsty, and drank lots of water. The patient was still currently in the hospital at the time of the report.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: bp2a.250605.031.a3.s918usqu6eyi7 hardware: sm-s918u cgm sensor type: g7.